Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The issue had already resolved by the time of contact with technical support. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.